Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that her daughter received an erroneous result when testing with coaguchek xs meter serial number (B)(4). Around 11:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 4.9 inr. The test strip was not dosed with blood within 15 seconds of lancing the patient's finger. Within minutes of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. The patient's nurse had the patient's mother change the patient's coumadin dose based on the meter result, but once the laboratory result was received, the laboratory result was believed to be correct and the patient's medication was changed back . No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. Some massaging is used on the patient prior to sample collection. The patient does not have anemia, polycythemia, antiphospholipid antibodies, or lupus. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in coumadin dose. The patient is not taking any new medications and has had no new illnesses. The patient had no changes in diet. The patient did not have a special or unusual diet. The patient had no symptoms of abnormal bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.